Event description:
The user intermittently received questionable ise results and provided data for one patient sample. Of the data provided, the sodium result was discrepant. The initial result was 151 mmol/l and the repeat result was 143 mmol/l. The erroneous results were not reported outside the laboratory and the patient was not affected. The lot number of the sodium electrode was not provided. The field service representative could not find a cause and replaced the valves on the diluent syringes. To verify the analyzer operation, he ran a precision study and ise checks. The user ran calibration and quality control with all results within specifications.

Manufacturer narrative:
The investigation determined that most likely the defective valves on the diluent syringes caused the high result although a pipetting error and/or incorrect adjustment of nozzles could not be excluded. The replaced valves were not available for investigation. Further investigation was not possible as the customer was not willing to cooperate or provide further data.